Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented to emergency room with inappropriate shocks due to rv lead noise, patient was diagnosed with reel syndrome which led to ra and rv leads dislodgment. Ra lead was repositioned successfully and rv lead was explanted and replaced. Patient's condition was stable.